Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. Obvious signs of use were observed on the sample. The complaint that the cannula separated from the hub was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The IFU also states, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the wire got stuck in the plastic catheter and broke off the plastic hub distally inside the patient. The piece was able to be fished out." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the wire got stuck in the plastic catheter and broke off the plastic hub distally inside the patient. The piece was able to be fished out." There was no patient harm or injury. The patient's current condition is reported as "fine".